Event description:
It was reported that the down arrow button is not responding appropriately. It was reported that the pump is not exposed to moisture and the keypad and pump are intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under all key contacts.